Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "check iab catheter" alarm message. The pt was in the process of being weaned from the intra-aortic balloon pump, so the pt was removed from the unit and therapy was discontinued. No pt injury was reported.